Manufacturer narrative:
Reported event of stretched helix was confirmed. A visual inspection revealed the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomalies.

Event description:
It was reported that the helix of the leadless pacemaker became stretched during the implant procedure prior to fixation. The device was removed and a new one was implanted to resolve the event. The patient was in stable condition.